Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the surgeon took first anterior bite with the device and then took posterior bite. As the needle was coming out of the tissue, it broke and the tip of the needle was stuck in the patient. The surgeon tried to wedge part of the tissue out but were not able to get the needle. Tissue damage was created when the surgeon attempted to remove the needle from the patient. The surgeon had to perform an unnecessary tissue resection. It was also reported that an x-ray was performed to determine where the needle was in the patient. X-ray confirmed the needle was in the patient and needle was left in the patient. It was determined too risky to remove the needle. This resulted to extended surgical time of more than 30 minutes.